Event description:
Customer reported a high blood glucose level with no specific value provided, indicated only as "high". Cause was not known. Customer performed a correction bolus via pump and was advised by technical support to inspect various components, such as the infusion set and tubing, with no issues observed. Customer was instructed to consult a healthcare provider regarding the blood glucose levels and to replace supplies as needed.